Event description:
It was reported that during a unknown procedure, part of the scalpel came off. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was rec'd with the clamp arm broken at the inner tube. No pieces were missing. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.